Event description:
It was reported the patient presented with pocket hematoma following device implant. Surgical drainage was performed. There were no adverse consequences for the patient and was discharged.